Event description:
Procedure: low anterior resection. According to the reporter: anatomy involved - bowel. Used endo gia and once inside the pt, the reload would not open or close. Changed the reload and this one closed, they fired gun, opened and could see no staples were closed they were all in open form, and had not formed a b shape. It was a low rectal stump so had to do a colostomy. Pt is well, but not happy due to the unintended colostomy. There was unanticipated tissue loss, also an extension in the incision. There was an extension in surgery by more than 30 minutes. No reinforcement material. The case was converted from laparoscopic to open. There was no adverse event reported as a result of any delay in surgery.

Manufacturer narrative:
(B)(4).